Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including history of coronary artery bypass graft (CABG), diabetes mellitus and hyperlipidemia.

Event description:
It was reported and learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted six (6) years, eight months, was explanted due to aortic stenosis. The 23mm 3300tfx aortic valve was explanted and replaced with a 27mm 11500a aortic valve. The patient presented with shortness of breath. Patient post-operative status was noted in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was reported a patient with a 23mm 3300tfx aortic valve implanted six (6) years, eight (8) months, was being evaluated for valve-in-valve procedure due to stenosis. Through implant patient registry it was learned the 23mm 3300tfx aortic valve was explanted due to unknown reasons and replaced with a 27mm 11500a aortic valve. Patient post-operative status noted as in recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.